Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also reported that insulin was squirting out during a manual prime. The customer also stated there was no numbers or alerts that appeared on the screen of the insulin pump. The insulin pump was not bumped or dropped. The drive support cap did not appear to be damaged. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).